Manufacturer narrative:
Device received with motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21 alarm, failed battery alarm and battery out limit due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.